Event description:
It was reported to boston scientific corporation in early 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed ten days prior. According to the complainant, the physician encountered difficulty inserting the catheter into the patient. Upon removal of the catheter, it was noted that the catheter tip was bent from repeated attempts to place the device. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.